Event description:
Intraop record: laparoscopic robotic, hysteroscopic polypectomy, chromopertubation, lysis of adhesions, mini laparotomy. An incidental mini laparotomy had to be performed by the surgeon because the largest fibroid could not be extracted through the colpotomy.